Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the tip of a cutter was broken during the procedure. The procedure was completed after replacing the product with another one. There was no patient harm. Additional information received from the company representative indicated that as soon as the procedure begun, surgeon felt a discomfort and pulled out the cutter probe from within the eye, and found that the tip of the cutter was broken. The broken part did not fall inside the eye.

Manufacturer narrative:
One opened probe was received, with a tip protector, in a tray with other items. The sample was visually inspected and found to be nonconforming with the probe needle broken at the port. The probe was disassembled and the components inspected. Excessive wear observed on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Gouge marks observed at cutting edge and several other locations along the inner cutter. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirmed that the probe had a broken tip at the port. The exact root cause of the broken tip cannot be determined from this evaluation. The most likely root cause of the broken tip at the port is excessive surgical use of the probe. The vitrectomy portion of the procedure is typically less than 20 minutes and it appears that the probe had experienced a use much greater than this typical timeframe. No action has been taken by the manufacturing site as it appears that the observed broken tip at the port was due to excessive use of the probe by the user. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).